Event description:
It was reported that the customer had a motor error alarm during a bolus delivery on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer was advised that a motor error alarm are caused by viewing sensor glucose graph while the insulin pump is delivering a bolus. The troubleshooting was performed. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised to return the insulin pump with the battery and zero out basal rates. The customer was advised that we will replaced the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.